Manufacturer narrative:
Patient weight was requested but was not provided. Manufacturer's investigation conclusion: a direct relationship between the device and the reported patient outcome could not be conclusively determined through this evaluation. (B)(4) was not returned for evaluation. The account reported that no further information was able to be provided. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to natural causes. No autopsy was performed, and the device was not explanted.